Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Corrected data:h9 - changed from 1627487-060217-001-c to 1627487-0602017-001-c.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg was inoperable following an unrelated procedure. The patient's ipg was unable to connect to external devices. As a result, the ipg was explanted and replaced. Therapy was restored following the procedure.